Event description:
A report was received that a pt was experiencing irritation at the pocket site after the pt's son slammed a door right over the ipg. The pt is expected to undergo a pocket revision procedure to relocate the pocket.